Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe abdominal pain and cramping"), headache ("debilitating headaches"), alopecia ("hair loss") and back pain ("excruciating lower back pain"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy with successful essure removal on (B)(6) 2016.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device expulsion, genital haemorrhage, dysmenorrhoea, abdominal pain lower, headache, alopecia and back pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, genital haemorrhage and headache to be related to essure. The reporter commented: plaintiff was successfully implanted, without complications, with the essure device. Immediately upon the essure removal surgery, all of her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion. In 2015: ultrasounds - suspicion that right essure migrated into the endometrial cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity") and genital haemorrhage ("abnormal bleeding"). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus and can result in genital haemorrhage. In this case, the exact mechanism of the events is not known. This case was classified as incident since device removal was required. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity"), genital haemorrhage ("abnormal bleeding / irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure (batch no. B92696) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 1992, (B)(6) 1994, 12dec2003 and 07nov2013).) And c-section. Concurrent conditions included overweight, uterine enlargement, pelvic adhesions and scar. Concomitant products included anesthetics, general (general anesthesia), ferrous sulfate, galenic /docusate/senna/ since (B)(6) 2016, ibuprofen since december 2016, omeprazole from may 2017 to october 2017, ondansetron since december 2016, ranitidine since (B)(6) 2017, sandocal (calcium carbonate w/cholecalciferol/sodium) and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal pain and cramping / lower abdomen pain (intermittent from moderate to severe)") and back pain ("excruciating lower back pain"). On (B)(6) 2014, 21 days after insertion of essure, the patient experienced headache ("debilitating headaches / headaches"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder / urinary tract)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / severe pelvic pain (intermittent from moderate to severe)") and cystitis ("infection (bladder / urinary tract)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device expulsion, genital haemorrhage, dysmenorrhoea, abdominal pain lower, headache, alopecia and back pain had resolved. At the time of the report, the uterine haemorrhage, vaginal infection, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff was successfully implanted, without complications, with the essure device. Immediately upon the essure removal surgery, all of her symptoms have resolved and she feels much better. If you had your essure removed, did you retain the essure device or any portion of it? Yes, steel gate diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: tubes were blocked. On (B)(6) 2014, hysterosalpingogram test showed, bilateral tubal occlusion. Satisfactory placement of the left essure wire. Satisfactory appearance of the placement of the right essure wire however only two markers are identified. There is the appearance of a marker in the right aspect of the lower uterine cavity. 2015: ultrasounds - suspicion that right essure migrated into the endometrial cavity. On (B)(6) 2016, pathological report : received in formalin is a 198 gram , 10.2 cm in length x 7.4 cm cornu to cornu x 7.0 cm anterior to posterior globoid uterus with attached bilateral segments of fimbriated oviduct. The endometrial cavity is 4.0 x 2.0 cm and is lined by thick endometrium up to 0.4 cm. The left essure coil is embedded with in the posterior myometrial wall and extends to the endometrial cavity. The right essure coil extends from the right fallopian tube into the adjacent myometrium. The trabeculated myometrial wall averages 2.4 cm. Within the myometrium are occasional white whorled nodules up to 1.2 cm. No hemorrhage or necrosis is identified on cut surface of the whorled nodules. The serosa is focally hemorrhagic. The left segment of fimbriated oviduct is 4.8 cm in length. The right segment of fimbriated oviduct is 5.2 cm in length. On (B)(6) 2014, pelvic ultrasound : uterus is prominent in size, measuring 13 x 4.7 x 7.4 cm in size. Endometrial stripe measures 10 mm in thickness, within normal limits. Endometrial cavity is empty. There are linear non-shadowing echogenicity in the myometrium bilaterally, uncertain etiology and significance. If there is clinical concern for essure position, CT may be helpful for identification. Ovaries are unremarkable. 1.8 cm corpus luteum is seen in the left ovary. Left ovary measures 3.2 x 2 x 2 cm in size. Right ovary measures 3,6 x 1.2 x 2.6 cm in size. Current weight: 165 lbs. Approximate weight at the time of essure placement: 150 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: update of quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity"), genital haemorrhage ("abnormal bleeding / irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure (batch no. B92696) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 1992, (B)(6) 1994, (B)(6) 2003 and (B)(6) 2013).) And c-section. Concurrent conditions included overweight, uterine enlargement, pelvic adhesions and scar. Concomitant products included anesthetics, general (general anesthesia), ferrous sulfate, galenic /docusate/senna/ since (B)(6) 2016, ibuprofen since (B)(6) 2016, omeprazole from (B)(6) 2017 to (B)(6) 2017, ondansetron since (B)(6) 2016, ranitidine since (B)(6) 2017, sandocal (calcium carbonate w/cholecalciferol/sodium) and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal pain and cramping / lower abdomen pain (intermittent from moderate to severe)") and back pain ("excruciating lower back pain"). On (B)(6) 2014, 21 days after insertion of essure, the patient experienced headache ("debilitating headaches / headaches"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder / urinary tract)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / severe pelvic pain (intermittent from moderate to severe)") and cystitis ("infection (bladder / urinary tract)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device expulsion, genital haemorrhage, dysmenorrhoea, abdominal pain lower, headache, alopecia and back pain had resolved. At the time of the report, the uterine haemorrhage, vaginal infection, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff was successfully implanted, without complications, with the essure device. Immediately upon the essure removal surgery, all of her symptoms have resolved and she feels much better. If you had your essure removed, did you retain the essure device or any portion of it? Yes, steel gate diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: tubes were blocked on (B)(6) 2014, hysterosalpingogram test showed, bilateral tubal occlusion. Satisfactory placement of the left essure wire. Satisfactory appearance of the placement of the right essure wire however only two markers are identified. There is the appearance of a marker in the right aspect of the lower uterine cavity. 2015: ultrasounds - suspicion that right essure migrated into the endometrial cavity. On (B)(6) 2016, pathological report : received in formalin is a 198 gram , 10.2 cm in length x 7.4 cm cornu to cornu x 7.0 cm anterior to posterior globoid uterus with attached bilateral segments of fimbriated oviduct. The endometrial cavity is 4.0 x 2.0 cm and is lined by thick endometrium up to 0.4 cm. The left essure coil is embedded with in the posterior myometrial wall and extends to the endometrial cavity. The right essure coil extends from the right fallopian tube into the adjacent myometrium. The trabeculated myometrial wall averages 2.4 cm. Within the myometrium are occasional white whorled nodules up to 1.2 cm. No hemorrhage or necrosis is identified on cut surface of the whorled nodules. The serosa is focally hemorrhagic. The left segment of fimbriated oviduct is 4.8 cm in length. The right segment of fimbriated oviduct is 5.2 cm in length. On (B)(6) 2014, pelvic ultrasound : uterus is prominent in size, measuring 13 x 4.7 x 7.4 cm in size. Endometrial stripe measures 10 mm in thickness, within normal limits. Endometrial cavity is empty. There are linear non-shadowing echogenicity in the myometrium bilaterally, uncertain etiology and significance. If there is clinical concern for essure position, CT may be helpful for identification. Ovaries are unremarkable. 1.8 cm corpus luteum is seen in the left ovary. Left ovary measures 3.2 x 2 x 2 cm in size. Right ovary measures 3,6 x 1.2 x 2.6 cm in size, current weight: 165 lbs. Approximate weight at the time of essure placement: 150 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Event infection (bladder / urinary tract) added. All symptoms completely resolved immediately upon removal - outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity"), genital haemorrhage ("abnormal bleeding / irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. B92696) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 (((B)(6) 1992, (B)(6) 1994, (B)(6) 2003 and (B)(6) 2013).) And c-section. Concurrent conditions included overweight, uterine enlargement, pelvic adhesions and scar. Concomitant products included anesthetics, general (general anesthesia), ferrous sulfate, galenic /docusate/senna/ since (B)(6) 2016, ibuprofen since (B)(6) 2016, omeprazole from (B)(6) 2017 to (B)(6) 2017, ondansetron since (B)(6) 2016, ranitidine since (B)(6) 2017, sandocal (calcium carbonate w/cholecalciferol/sodium) and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal pain and cramping / lower abdomen pain (intermittent from moderate to severe)") and back pain ("excruciating lower back pain"). On (B)(6) 2014, 21 days after insertion of essure, the patient experienced headache ("debilitating headaches / headaches"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain / severe pelvic pain (intermittent from moderate to severe)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device expulsion, genital haemorrhage, dysmenorrhoea, abdominal pain lower, headache, alopecia and back pain had resolved. At the time of the report, the uterine haemorrhage, vaginal infection, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff was successfully implanted, without complications, with the essure device. Immediately upon the essure removal surgery, all of her symptoms have resolved and she feels much better. If you had your essure removed, did you retain the essure device or any portion of it? Yes, steel gate . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. On (B)(6) 2014, hysterosalpingogram test showed, bilateral tubal occlusion. Satisfactory placement of the left essure wire. Satisfactory appearance of the placement of the right essure wire however only two markers are identified. There is the appearance of a marker in the right aspect of the lower uterine cavity. 2015: ultrasounds - suspicion that right essure migrated into the endometrial cavity. On (B)(6) 2016, pathological report : received in formalin is a 198 gram , 10.2 cm in length x 7.4 cm cornu to cornu x 7.0 cm anterior to posterior globoid uterus with attached bilateral segments of fimbriated oviduct. The endometrial cavity is 4.0 x 2.0 cm and is lined by thick endometrium up to 0.4 cm. The left essure coil is embedded with in the posterior myometrial wall and extends to the endometrial cavity. The right essure coil extends from the right fallopian tube into the adjacent myometrium. The trabeculated myometrial wall averages 2.4 cm. Within the myometrium are occasional white whorled nodules up to 1.2 cm. No hemorrhage or necrosis is identified on cut surface of the whorled nodules. The serosa is focally hemorrhagic. The left segment of fimbriated oviduct is 4.8 cm in length. The right segment of fimbriated oviduct is 5.2 cm in length. On (B)(6) 2014, pelvic ultrasound : uterus is prominent in size, measuring 13 x 4.7 x 7.4 cm in size. Endometrial stripe measures 10 mm in thickness, within normal limits. Endometrial cavity is empty. There are linear non-shadowing echogenicity in the myometrium bilaterally, uncertain etiology and significance. If there is clinical concern for essure position, CT may be helpful for identification. Ovaries are unremarkable. 1.8 cm corpus luteum is seen in the left ovary. Left ovary measures 3.2 x 2 x 2 cm in size. Right ovary measures 3,6 x 1.2 x 2.6 cm in size, current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain . Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and medical records received - new events, "vaginal infection, migraines, pain, vaginal discharge, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and abnormal uterine bleeding were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe abdominal pain and cramping"), headache ("debilitating headaches"), alopecia ("hair loss") and back pain ("excruciating lower back pain"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy with successful essure removal on (B)(6) 2016.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device expulsion, genital haemorrhage, dysmenorrhoea, abdominal pain lower, headache, alopecia and back pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, genital haemorrhage and headache to be related to essure. The reporter commented: plaintiff was successfully implanted, without complications, with the essure device. Immediately upon the essure removal surgery, all of her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion in 2015: ultrasounds - suspicion that right essure migrated into the endometrial cavity. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including device expulsion ("suspicion that right essure coil had migrated into her endometrial cavity") and genital haemorrhage ("abnormal bleeding"). On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus and can result in genital haemorrhage. In this case, the exact mechanism of the events is not known. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.